Event description:
Doctor reported that: a patient underwent surgery due to pathological fracture of femur with a gamma nail. The patient experienced a breakage of the nail. The product was explanted on second of july.

Manufacturer narrative:
Customer refuses to return the device for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.